Event description:
It was reported that during a ptca/stent the stent delivery system was advanced against resistance (contrary to IFU). The stent delivery system could not be advanced and was removed. Upon removal, the stent was found to have separated from the delivery system. The stent was removed with a snare.